Event description:
It was reported that the subject device had stripes (green) on the screen. The issue was found during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, g3, h2, h3, h6, h7, h9, h11. The device was returned to olympus for inspection and the reported green; striped image failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the video cable is broken. A root cause could not be identified. Based on the investigation results, it is likely that a broken video cable component failure led to the striped image and green image malfunction, however, a definitive root cause for the broken video cable could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.